Manufacturer narrative:
The user experienced severe hypoglycemia requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Additional information confirmed that the event occurred following repeated meal announcements, including a meal announcement made while the user was already hypoglycemic. Based on available information, the event is attributed to use-related factors involving inappropriate meal announcement during low glucose. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 10-apr-2026, it was reported that on (B)(6) 2026, the user experienced hypoglycemia with blood glucose (bg) levels of 27 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.